Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you verify- what is the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? Only one device was impacted by the issue but it broke several times during the procedure. Are all reported suture device with alleged issue from the same lot/batch? N/a. (Because only one device is impacted).

Event description:
It was reported that the animal underwent an cutaneous suture procedure on an unknown date in (B)(6) 2019 and suture was used. The suture broke when tying the knot. The single thread broke several times during knotting. A different suture was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported breakage suture. One opened box with unopened samples were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was found and the tested samples met the finished goods requirements.